Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations revealed that the instrument was placed on the in-house system and failed during initialization. As a result, the instrument was unable to be tested for functionalities. The grip force test and energy delivery tests were unable to be performed. A visual inspection was performed and found that all jaw ceramic dots were present. The knife slot measured at 0.027". A review of logs showed no signs of sealing failures. There was no problem detected. Additionally, the instrument was found to have non-intuitive motion. The homing failures were manually overridden in-house for testing. On the in-house system, the instrument¿s grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The grips did not open and close properly. While off the system, the grip over lever was tested. The instrument grip tips did not fully close when the grip open lever was released. The root cause of this failure was not determinable. Additional testing was performed by an advanced failure analysis engineer. The instrument was found to have a homing failure during initialization based on log review and during in-house testing, likely caused by the dislodged blade. Logs showed 3 number of 22026 error codes indicating "vessel sealer failed during homing." The instrument was placed on the system and failed self-test on multiple attempts. The root cause of the failure is likely caused by the dislodged blade. Further investigation found the instrument to have dislodged blade. A visual inspection showed that the blade was exposed outside of the blade garage 0.099". No conductor wire damage or snake wrist damage was found. There was light bio debris found at the instrument tip. A review of dsp log showed 0 number of blade exposed failures. After manually retracting the blade, the instrument was placed on the in-house system and continued to fail self-test after multiple attempts. The root cause of dislodged instrument blades is typically attributed to the mishandling/misuse. Primary fa was partially confirmed. The instrument was placed on the in-house system and failed the initialization test due to an exposed blade. After removing the housing it was discovered that the washer on top of the grip ring was dislodged due to the c-ring also being dislodged. This dislodgement of the c-ring prevented the grip tube from returning to the "jaws closed" position, thus leaving the jaw open. The open jaw in turn prevents the blade from returning back into the garage while performing the initialization test. The c-ring dislodgement was due to a manufacturing related error. A review of instrument logs was performed. Per the review, the device was not used on the reported event date of (B)(6) 2022. The vessel sealer extend instrument was last used on (B)(6) 2021 on system (B)(4). The vessel sealer extend (part 480422-01/l92210125 0043) has 0 uses remaining after last use. The instrument is intended for a single use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: based on failure analysis the washer on top of the grip ring was dislodged due to the c-ring also being dislodged. This dislodgement of the c-ring prevents the grip tube from returning to the "jaws closed" position, thus leaving the jaw open. The open jaw in turn prevents the blade from returning back into the garage while performing the initialization test. The c-ring dislodgement is do to a manufacturing related error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend would not fire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no further information is available.